Event description:
It was reported that insufficient roll off occurred and the procedure was aborted. A soloist single needle electrode was selected for a radiofrequency ablation (rfa) treatment of an osteoid osteoma in the left femoral head. The lesion had a 6.0mm diameter nidus. The physician used a 11gauge x 10cm bone biopsy needle to gain access to the center of the nidus. After access to the center of the nidus was obtained, the soloist needle was placed through the biopsy needle. The biopsy needle was pulled back about 2cm to prevent any interference with the active part of the soloist needle. Four grounding pads were placed on the thighs of the patient. Ablation was started per the prescribed algorithm. It was noted that the first roll off didn't occur within the first 15 minutes of the procedure. The machine was stopped after the first 15 minutes completed. There was no change in impedance on the meter. After 60 seconds, the second round of ablation was started. There was no change in impedance for any wattage being changed. After 30 minutes into the second round of ablation, the physician requested to stop the procedure as there was no change in the impedance being shown on the monitor. The procedure was aborted. The patient was stable. There were no patient complications reported.

Manufacturer narrative:
Device eval by manufacturer: the returned device consisted of one electrode needle. Visual inspection did not identify any damage or defect on the device. Functional testing was performed by electrical evaluation to measure the continuity. The electrode was able to conduct current indicating proper connectivity. Resistance test performed showed that it was 0.8ohms, which is within specification. The reported issue of insufficient roll-off was not confirmed through device analysis.

Event description:
It was reported that insufficient roll off occurred and the procedure was aborted. A soloist single needle electrode was selected for a radiofrequency ablation (rfa) treatment of an osteoid osteoma in the left femoral head. The lesion had a 6.0mm diameter nidus. The physician used a 11gauge x 10cm bone biopsy needle to gain access to the center of the nidus. After access to the center of the nidus was obtained, the soloist needle was placed through the biopsy needle. The biopsy needle was pulled back about 2cm to prevent any interference with the active part of the soloist needle. Four grounding pads were placed on the thighs of the patient. Ablation was started per the prescribed algorithm. It was noted that the first roll off didn't occur within the first 15 minutes of the procedure. The machine was stopped after the first 15 minutes completed. There was no change in impedance on the meter. After 60 seconds, the second round of ablation was started. There was no change in impedance for any wattage being changed. After 30 minutes into the second round of ablation, the physician requested to stop the procedure as there was no change in the impedance being shown on the monitor. The procedure was aborted. The patient was stable. There were no patient complications reported.